Event description:
A surgeon reported a patient was experiencing blurry vision due to persistent astigmatism one week following an intraocular lens (iol) exchange. Additional information has been requested. There are two medical device reports associated with this event. This report is for the replacement iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional information has been requested. (B)(4).